Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.5x15mm maverick2 balloon catheter was selected and advanced for predilatation. The balloon was inflated to nominal pressure and ruptured. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.5 x 15 mm maverick2 balloon catheter was selected and advanced for predilatation. The balloon was inflated to nominal pressure and ruptured. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4).